Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's wound in her back at the ipg site was open and draining. Follow up information identified the ipg site was revised and a new incision was made above the current incision. A culture was taken and was negative. The physician did not see any signs of infection. The wound site will continue to be monitored by the physician.